Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The second sensor was inserted into the thigh, which if off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the sensor failed and when it was removed, the puncture site was red, swollen, painful, and hard to the touch. The patient was unable to bare weight on his leg. The patient was evaluated by a healthcare personnel (hcp) at the pediatric office who diagnosed an abscess, drained the abscess, and prescribed an oral antibiotic (clindamycin). At the time of the report, the patient was scheduled to follow up with the treating hcp and may need the abscess drained again. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.